Event description:
It was reported that during a stent placement in the sfa a 7 french sheath and 0.014" guide wire were used in an up and over fashion on the right sfa which was highly torturous and calcified. The handle broke after 1/2 the stent was deployed. The physician took off the handle and was able to deploy the remaining half of the stent and then successfully used a balloon to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. No additional complaint has been previously reported for this lot number. The sample was returned for eval. It can be confirmed that deformation of the components within the distal section of the delivery system made the stent deployment impossible. The release mechanism had been activated and the stent was partially released when the deployment mechanism broke. The investigation results confirm the reported deployment difficulty. The use of the 0.014 inch guide wire, as was reported, is contrary to the instructions for use and may have caused or contributed to the event. The highly tortuous and calcified anatomy represents another contributing factor to the event; however, a definitive root cause could not be determined. The instructions for use (IFU) states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". The IFU and the product labeling on the device packaging states an 0.035 inch diameter guidewire is required for use.